Event description:
Insulin pump removed via day surgery due to malfunction. The connection between the pump and the catheter had fractured. Pump explanted. No harm to pt other than surgery to remove pump.